Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It should be noted that the xience skypoint instructions for use *(IFU) states: do not use after the ¿use by¿ date. Additionally, it should be noted that the IFU states: the xience skypoint stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience skypoint stent system is indicated for treating de novo chronic total coronary occlusions. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the device was inadvertently used after the use by date and was implanted in the celiac artery. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 5.0x12mm xience skypoint stent was implanted in the celiac artery past the expiration date. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.